Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front therapy electrode. The patient's doctor advised the patient to use hydrocortisone cream on the irritation. The front therapy electrode was leaking defibrillation gel. The patient's irritation improved.